Event description:
The customer reported they incorrectly set up a trima kit by using two bags of acd-a, instead of one bag of acd-a and one bag of saline. They identified the issue at 7 minutes into the procedure, prior to the donor receiving any acd-a; the donor did receive 33ml of saline. The procedure was ended. This report is being filed due to the potential for injury from over-anticoagulation. The disposable set is not available for return.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be provided.